Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that programming assistance was requested for this implantable cardioverter defibrillator (ICD) to turn on the respiratory rate trend (rrt) feature, as it was turned off during electrocautery. It was suspected that a signal artifact monitor (sam) episode was stored due to oversensed electrocautery noise, which disabled rrt. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that programming assistance was requested for this implantable cardioverter defibrillator (ICD) to turn on the respiratory rate trend (rrt) feature, as it was turned off during electrocautery. It was suspected that a signal artifact monitor (sam) episode was stored due to oversensed electrocautery noise, which disabled rrt. This ICD remains in service. No adverse patient effects were reported. Additional information received reported that programming assistance was requested to re-enable respiratory rate trend (rrt) for this implantable cardioverter defibrillator (ICD). This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.